Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Reportedly, customer was instructed to charge the pump with an alternate adapter however the customer declined further troubleshooting with tandem technical support. Customer¿s blood glucose value was 272 mg/dl. Replacement adapter was sent to the customer.